Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
(B)(4). The pacemaker was implanted on (B)(6) 2023, the battery impedance was 430 ohms. The next follow up is planned on (B)(6) 2023.